Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling and getting low flow, system hours were 17800 and was due for the 2000 hour pm. Per additional information received from ttm on 09apr2026, biomed wanted to send in device for repair with low flow and would not fill. Per wo notes, the device had a failed circulation pump and was coming in for the 2000 hour pm.